Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. The customer informed stryker that the patient involved in the reported event is deceased.

Manufacturer narrative:
Corrected data: field d4 serial # of the initial medwatch report indicates: (B)(6). Field d4 serial # of the initial medwatch report should have indicated: (B)(6). Additional information: stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker replaced the device's rear case assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the outcome of the patient as the patient was in asystole for the duration of the event.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. The customer informed stryker that the patient involved in the reported event is deceased.